Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 1000 mg/dl after approximately 3 days of pod wear on the abdomen. The patient reported developing symptoms including blurred vision, which prompted him to seek medical attention. The patient further noted that he often forgets to administer correction boluses despite experiencing high blood glucose levels and did not replace the pod due to concerns about wasting it. The patient was admitted to the hospital and was diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin, and the patient was discharged on (B)(6) 2026. Review of the patient¿s omnipod data identified a gap of several weeks surrounding the date of the medical event. As a result, it could not be confirmed whether the patient was wearing a pod at the time of hospitalization. However, this event is being reported out of an abundance of caution based on the reported allegation of omnipod system use during the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.